Manufacturer narrative:
Investigation results: a device history review, quality notification and maintenance analysis were performed. The maintenance order (B)(4) potentially related to the defect was observed. No abnormality was noted on the DHR. A photo and sample were received from the customer for evaluation. It was possible observe the scale marking is missing. Conclusion: the probable cause for the defect is related to breakage at the printing station of the marking machine. To correct the defect the maintenance order (B)(4) concluded on 13th dec 2016. The defect identified from this complaint will be monitored for trend evaluation.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd¿ syringes with needles was found without the scale marking printing on the syringe. There was no report of injury or medical intervention needed.